Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in two pieces (the connector portion and the distal portion) for analysis. On the connector portion, external insulation abrasion was noted at 3.0 ¿ 3.4 and 4.2 ¿ 5.1 cm from the connector pin. On the distal portion, external insulation abrasion was noted at 7.6 ¿ 8.5, 10.0 ¿ 10.2, 11.5 ¿ 12.0, 17.4 ¿ 18.4, 22.7 ¿ 22.8, 17.8 ¿ 18.4, and 28.5 ¿ 28.8 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact at all these locations. Internal insulation abrasion was noted at 15.8 ¿ 18.1 cm from the distal tip. The etfe coating was intact at this location. Other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.